Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation determined the most likely cause was the upstream occlusion sensor, however the reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Per reporter the patient denied any kinks in the tubing, stated the intravenous bag was flat and not folded over and that the spike appeared to be fully inserted in the intravenous bag. It was reported that the pump was powered off and back on with the alarm occurring immediately. The pump was subsequently powered down. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.